Manufacturer narrative:
Background data: the observation form contained only very limited information. 9 year old child had "open surgery for aneurysmal bone cyst (abc) with cortical window. 35cc cerament bvf used to fill the excised cyst". We have no information about duration of the drainage. The only further info from the observation form is: "wound breakdown lower arm with inflammation and drainage. Cerament protruding through the wound. Revision surgery to clean and debride soft tissue, remove cerament remnants and close skin again". Medical investigation: we used the information from the observation form and the call and evaluated the available photo. We have no available radiograph and can only guess some details from the received photo. As we know from the observation form, 35 ml of cerament bone void filler were used for filling an aneurysmal bone cyst (abc) of lower left arm, in a 9-year-old child. According to the instructions for use cerament bone void filler is indicated to be placed into bony voids or gaps in the skeletal system, which may be the result of benign bone cysts and tumors (in adults and pediatric patients more than 9 years old). We have no available radiographs and sufficient details of the case, which makes an investigation difficult, but we would like to comment on the cerament bone void filler volume and handling (using injectable form of cerament bone void filler but not beads form). When using a large amount of bone void filler, the surgeon needs to ensure that cerament bone void filler is placed to the intended area to provide contact between cerament bone void filler and living bone for good treatment outcome. We can assume the cyst might has been overfilled and cerament bone void filler has been placed unintendedly into the soft tissue. Again, we did not receive radiographs, but 35 ml is a huge amount for an ulna defect in a 9-year-old patient. There is specific precaution to use beads instead of injecting paste of cerament bone void filler. Abcs are known to produce large volume of fluid. That fluid within a contained cavity built up pressure that can push cerament out of the bone void into adjacent soft tissue and causes an inflammatory reaction. Cerament bone void filler in bead form promotes bone remodeling and leaves a leeway for fluids and help to avoid these potential complications. The single photo demonstrates expected complications such as white drainage visible through the surgical wound / incision, signs of an inflammatory reaction (swelling and redness) of lower left arm. In this case migration of a cerament block into the soft tissue / wound causing a wound breakdown and the soft tissue inflammation led to a serious deterioration in the health status, requiring second operation, and thus this event was reportable to the regulatory authority. Risk assessment and instructions for use: the occurred event is covered by risks in the risk assessment (mc-000396 rev 05) and precautions / directions for use in the instructions for use (ifu0007-12 en 2020-10): the following risks could be referred to: "bone cysts, treated with open surgery and a cortical window", "soft tissue inflammation, wound breakdown and externalization of the bone graft substitute (--> no/delayed bone healing)" (d.1.39). "Surgeon overfills the defect resulting in material in soft tissue" (u.4.8). "White drainage" (u.5.1). "Cbvf leaks to the soft tissue" (u.5.3). "Cbvf leaks to the soft tissue, inflammation reaction" (u.5.4). With justification for the incorporation of precautions, potential adverse event and directions for use into the instructions of use: "in aneurysmal bone cysts (abcs) and other bone cysts prone to producing large volumes of fluid, there is increased risk of wound drainage, soft-tissue inflammation and wound breakdown if treated by open surgery. Use cerament®/bone void filler in bead form rather than complete void filling for these indications." "Do not overfill." "Proceed until the gap/void is filled with an adequate amount of paste, as judged by the responsible physician." "May cause inflammatory reaction if present in soft tissue." "Inject carefully under visual inspection or radiographic monitoring to avoid spreading of product outside of the intended injection site." "In cases where it is not possible to establish a sufficient wound closure there might be a risk of skin inflammation reaction and/ or prolonged wound drainage." "Close the wound(s) meticulously to avoid leakage into the soft tissue. Follow accepted clinical practice for postoperative care." Evaluation of product: review of batch records was not possible to perform since the complainant did not specify the lot number. However, analysis of the general complaint trend does not indicate any batch specific issues. Conclusion: the information to this complaint is very limited. We made some assumptions mainly using the single image. In conclusion, a post operative paste leakage into surrounding tissue was described after the use of cerament bone void filler for treatment. Aneurysmal bone cysts belongs to the cysts which are prone to producing large volume of fluid. The use of cerament bone void filler in bead form might have led to a less severe complication. We can assume the cyst might has been overfilled and cerament bone void filler has been placed unintendedly into the soft tissue, as 35 ml was used for an ulna defect in a 9-year-old patient. The incident reported is an expected and foreseeable effect which was described in the instructions for use and in the risk assessment for cerament bone void filller. It can be concluded that there are no corrective actions required. Complaint subclass according to sop0803 rev 21: paste leakage into surrounding tissue.

Event description:
Wound breakdown lower arm with inflammation and drainage. Cerament protruding through the wound. Revision surgery to clean and debride soft tissue, remove cerament remnants and close skin again.